Event description:
The customer reported obtaining recurrent failing system checks on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. The customer reported that qc (quality control) was performing within the laboratory's established parameters at the time of the event. System checks performed on (B)(6) 2015 failed due to the substrate mean parameter being out of range, below the published performance specification. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.

Manufacturer narrative:
A beckman coulter fse (field service engineer) determined that the substrate pump was the cause of failed system checks reported by the customer. The malfunctioning pump led to the substrate fluidics system dispensing a lower than specified substrate volume causing under recovery of relative light units (rlus). This failure mode has the potential to cause erroneous patient results to be generated by the analyzer. Chaska complaint handling unit (chu) testing of the substrate pump confirmed the fse's assessment. In conclusion, a malfunctioning substrate pump is the cause of this event.